Manufacturer narrative:
H6: upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis. Ventec reviewed the system logs and observed that it had logged multiple patient circuit disconnect alarms. Ventec is in the process of evaluating the device and continues to investigate the reported event. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that during patient use, the patient ¿... Woke up to the vent blowing extremely hard. The patient states that he took the mask off and turned the vent off." The reporter also advised that there were no alarms observed by the patient or the caregiver at the time of the event. Upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis. Ventec reviewed the system logs and observed that it had logged multiple patient circuit disconnect alarms. There were no reports of patient harm associated with the reported issue.

Manufacturer narrative:
H6: throughout the course of its investigation, ventec was unable to identify or confirm any device performance issues which may have resulted in the ventilator allegedly "blowing extremely hard", nor was ventec able to duplicate the patient circuit disconnect alarms that had been observed in its electronic records (system logs). Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.